Event description:
It was reported that the user experienced low glucose readings on the ilet, with values in the 60s, confirmed by fingerstick, and treated with oral glucose; subsequent readings rose to over 100. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information related to a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.